Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken on plug strap, fold creases, and total delamination of the valve. Leak test and microscopic analysis was performed which identified: total delamination of the valve, a sharp broken on plug strap, and partial delamination on plug strap disk shell. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. A sharp broken on plug strap assessed as an unidentified (tear) opening. Partial delamination on plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.